Manufacturer narrative:
H2) additional information: d4 model number updated. D4 catalog number updated. D4 primary UDI number updated. G4 - PMA/510(k) number updated.

Manufacturer narrative:
Lot number, expiration date, UDI, and manufacture date are unknown; no information has been provided to date. One device was returned for evaluation. Visual inspection revealed the sample broken between the bonding of the male luer and tubing. Solvent residues could be observed in the joint of the component male luer to tubing, therefore it could be determined that it was correctly joined with solvent. Additionally, the sample was received without the component male luer shroud cap. The male luer and the tubing assembly is solvent bonded and should not be manipulated because is not a connection point. It was observed in the male luer that the sample was stressed trying to open. The damage detected could not be attributed to the manufacturing process because no force or stress is applied to the male luer and the tubing during the assembly or functional testing. The complaint was confirmed. No lot number was provided; therefore, a history record review could not be conducted.

Event description:
It was reported that during use, the device leaked from the connection of the cassette to the tubing, specifically the luer connection at the closed-system drug transfer device (cstd). Per the reporter, there were no adverse patient effects.